Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus australia for evaluation. The evaluation of the device confirmed the followings; the reported event was not reproduced. The endoscopic image flickered when the cable of the device was manipulated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the endoscopic image abnormality was caused by communication failure due to the defect of the cable. There is possibility that the defect of the cable was caused by external stress. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with this event.